Manufacturer narrative:
(B)(4). Other devices used:catalog #unk, unknown zimmer head, lot #unk,catalog #unk, unknown zimmer liner, lot #unk.this report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to osteolysis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.